Event description:
It was reported that right ventricular (rv) lead exhibited intermittent capture, fracture and high and undefined impedance. It was also reported that the right atrial (ra) lead exhibited no capture, fracture and high and undefined impedance. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.